Manufacturer narrative:
Device passed displacement test, active current measurement and selftest. The history download was successful using thus software. Pump error 25 alarmed while monitoring and pump error 25 (B)(6) 2021 14:00:00.000) in the history download. Constant pump error 68, pump error 49 and pump error 23 alarms after battery insertion and pump error 68 (B)(6) 2021 08:46:04.000), pump error 49 (B)(6) 2021 08:46:32.000), pump error 23 (B)(6) 2021 08:46:57.000) alarms in the history download. Pump error 75 alarmed during selftest, however no pump error 75 alarms were noted in any the history download files on (B)(6) 2021 and no records or pump error 75 on any other dates in the history downloads. Device received with high sleep current measurement. The history download analysis confirmed the insulin pump alarmed pump error 25. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours. After plugging in the j6 connector on electrical board 1 there were no more constant pump error 68, no more constant pump error 49 and no more constant pump error 23 alarms, no pump error 75 alarm during selftest, no pump error 25 alarms while monitoring and the sleep current was in specification. Pump error 68, pump error 49, pump error 23, pump error 75, pump error 25 and sleep current due to connector on electrical board 1 unplugged. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label, cracked retainer, cracked case at belt clip rail corner, partially broken off belt clip rail, cracked reservoir tube lip, cracked battery tube threads and scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had power error and pump error. The customer stated that they were able to clear alarms and they were able to do rewind of insulin pump. Customer also stated that while monitoring notification light stopped flashing immediately. No harm requiring medical intervention was reported. The device will be returned for analysis.